Event description:
It was reported that during implant attempt, there was a conductor fracture of the lead and that there were erratic thresholds. It was also reported that the wire was not able to be replaced after the lead was placed. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on distal conductor (not obstructed) and all conductors (not obstructed); full lead in segments returned and analyzed.